Manufacturer narrative:
Device history review; complaint history review; risk assessment; the sales rep was not able to provide additional information about cage and screw insertion and a type of a screwdriver that was used. Lots were reviewed and no issues were found. The root cause is not determined.

Event description:
It was reported that; on (B)(6) 2016, c3-6 vertebral arch formation and anterior fixation were performed. After the insertion of the cage and screws, a metal piece was found in the fascia. It was likely a part of clip of the screw. The surgeon tried to replace the cage and screws, but the driver did not fit to the screw head correctly. The surgeon finished the surgery as it is.

Event description:
It was reported that; on (B)(6) 2016, c3-6 vertebral arch formation and anterior fixation were performed. After the insertion of the cage and screws, a metal piece was found in the fascia. It was likely a part of clip of the screw. The surgeon tried to replace the cage and screws, but the driver did not fit to the screw head correctly. The surgeon finished the surgery as it is.